Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained.